Manufacturer narrative:
(B)(4). No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event please see associated reports: 0001825034-2017-02440, 0001825034-2017-02442, 0001825034-2017-02443, 0001825034-2017-02445, 0001825034-2017-02444).

Event description:
A patient identified in a journal article reportedly underwent irrigation and debridement due to infection. Attempts to obtain additional information have been made; however, none has been provided and patient outcome is unknown.